Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was detected on the atrial channel. Further testing was recommended to rule out a lead issue. The patient will be monitored and return for follow up.